Event description:
Boston scientific received information that this right ventricular (rv) lead had exhibited oversensing of noise, leading to pacing inhibition. The pacemaker dependent patient experienced syncope due to the pacing inhibition. It was also reported the lead pacing impedance had decreased. The patient was hospitalized and a revision procedure was scheduled. The related device was reprogrammed.

Manufacturer narrative:
During the revision procedure, the lead was surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.